Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the colonovideoscope had foreign material in the air/water cylinder, jet tube, air/water tube, and channel tube. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 06, 2025. Sampling from: distal end, air/water channel, auxiliary channel, instrument channel, biopsy/suction channel. Cfu: 1 cfu, <1 cfu, <1 cfu, 5 cfus, >80 cfus. Bacterial identification: bacillus species, microbacterium sp, cellulosimicrobium funkei. Sampling date: feb 20, 2025. Sampling from: distal end, air/water channel, auxiliary channel, instrument channel, biopsy/suction channel. Cfu: <1 cfu, 2 cfus, <1 cfu, 27cfus, >80 cfus. Bacterial identification: dermacoccus sp/methylorubrum sp, cellulosimicrobium funkei/bacillus cereus/thuringiensis/mycoides, cellulosimicrobium cellulans. Sampling date: mar 09, 2025. Sampling from: distal end, air/water channel, auxiliary channel, instrument channel, biopsy/suction channel. Cfu: <1 cfu, 1 cfu, 1 cfu, 5 cfus, <1 cfu. Bacterial identification: staphylococcus epidermidis, staphylococcus hominis, staphylococcus epidermidis/staphylococcus hominis. Based on the results of the investigation, a root cause could not be determined for the identified malfuntions, however, it is likely device damage such as scratches, cracks, creases, kinks, or leaks led to the positive culture. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: b3, b5, d4 - primary UDI number, d8, d9 - date returned to mfg, h3, and h4.